Manufacturer narrative:
The astral external battery was returned to resmed and an extensive engineering investigation was performed. The reported charging issue was reproduced during performance testing. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was due to physical damage to the external battery cable assembly. The external battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient injury reported as a result of this incident.